Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Devise passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, selftest and excessive no delivery tests. Device was received with normal operating currents. No unexpected restart alarm noted and it passed the off no power test. Device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during bolus and basal. Customer stated the alarm was resolved by a complete set change. Customer stated that his blood glucose was high at 415 mg/dl the morning of the call due to the no delivery alarms. The customer reported that during the call he noticed that the buttons are unresponsive and the screen is cracked. Customer stated that the insulin pump was exposed to moisture. Blood glucose value at the time is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.